Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver a shock to the patient. The biomed reported testing showed the energy output was low on their tester.